Event description:
It was reported to sales from surgeon that an edwards mitral bioprosthetic valve was explanted due to recurring endocarditis six months after initial implant. Patients initial aortic valve replacement was also due to native valve endocarditis. It was reported that the valve was replaced with same size and model; patient is reported stable. The explanted valve will not be retrieved because the patient is positive for (B)(6). Patient also has additional comorbidities that include: IV drug abuse and bacteremia. Operative report indicates: "tee showed a large vegetation obstructing the outflow of the mitral valve annulus in the mitral valve prosthesis. The prosthesis was well seated with no perivalvular leaks and apparently good function of the mitral valve prosthetic leaflets. This mass was sitting the atrial side of the mitral valve."

Manufacturer narrative:
(B)(4). Vegetation. Additional manufacturer narrative - report of edwards mitral bioprosthetic valve explant due to endocarditis. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters, in this case the patient may have been at increased risk of infection due to her history of IV drug abuse and bacteriemia. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.